Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in a distal arteriovenous fistula that was mildly tortuous. The armada 35 balloon catheter inflated one time successfully but would not fully deflate after 3 attempts with negative pressure being held for a few seconds. However, the device was successfully removed from the anatomy partially deflated. The device was prepped according to the instructions for use. There was no resistance during removal of the stylet or protective sheath. No additional treatment was provided. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. Av's review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.